Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll 23ga 1in mx bun needle broke. This occurred on 4 occasions before use. The following information was provided by the initial reporter: broken needle (metal part). Complaint allegedly reported on (B)(6) 2018.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3 ml ll 23ga 1 in mx bun needle broke. This occurred on 4 occasions before use. The following information was provided by the initial reporter: broken needle (metal part). Complaint allegedly reported on 27/apr/2018.